Manufacturer narrative:
Although this event is a reportable event, it was reported under related (B)(4)[manufacturer report number: 1627487-2023-04626]. Therefore, this record does not require an additional report and the record is closed as not reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on 13 november 2023 wherein 2 additional leads were attempted to be implanted but were unable to due to patient anatomy. The patient was then given scs trial to address the issue.